Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired as intended however the staple line opened up and had to be over sewed with suture. The staples were wide open. There was more bleeding than usual however the amount of blood loss is unknown. The patient did not receive a blood transfusion and the bleeding was controlled using suture. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Dr. Was using the device with a white reload on the jejunum for the first firing. The staple line opened up intra-operatively at the proximal portion of the firing. There was no mention of malformed staples. Dr. Does hold for 15 seconds prior to firing. The analysis found that one long60a device was returned in good visual condition along with 3 white cartridge reloads and 4 blue cartridge reloads. The cartridge reloads were returned fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended.